Event description:
This lead became dislodged and was reported to have had a "separation of coils on the body of the lead, possibly from trying to reposition the lead multiple times under a tight clavicle." The lead was explanted and replaced.